Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the parameters measured in multiple locations were not good, the threshold value was high. The rv lead was removed. A new lead was used, and all parameters were normal. No patient complications have been reported as a result of this event.